Event description:
The customer's mother reported that the customer had a meter anomaly on the insulin pump. The customer's blood glucose level was 214 mg/dl. The customer's mother will need to call back and advised that this was an issue that we will need to scalate to bayer being we can't troubleshoot the meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.